Manufacturer narrative:
No product malfunction was reported.

Event description:
Ndo surgical was informed in 2005 that dr may have had a pt with an adverse event following a plicator procedure.) (Attempts to contact dr for more info was initiated. Dr indicated that a female pt who recently received plicator treatment for their gerd had experienced a pericardial effusion. The pt was treated in hospital with oxygen and was subsequently released. Rep was supposed to provide more detailed info on the case but she has not responded to our contact attempts and no further info has been made available. We are taking a conservative approach and filing prior to being able to confirm the above statements and/or obtaining more info.